Manufacturer narrative:
Product evaluation summary: the device was returned and analysis revealed normal battery depletion.

Event description:
It was reported that the patient presented to the emergency room after the device alert toned. The device was at elective replacement indicator early. The device is scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The battery voltage indicated that the device was pre/approaching eri (elective replacement indicator). The weekly battery voltage trend data in save to disk file _380000 shows minimum battery equal to 2.836 to 2.651 volts between (B)(4) 2012 is before device rrt (recommended replacement time) less than or equal to 2.6251 volts.